Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction alarm occurred and that the battery could not be charged. There was no impact to blood glucose as the pump was a demo and not being used for insulin therapy. Multiple follow-up attempts were made by tandem technical support to complete troubleshooting; however, no response was received.